Event description:
It was reported that patient presented in clinic non-responsive. Upon interrogation, it was found that the insertable cardiac monitor exhibited telemetry loss. No intervention was performed. There were no patient consequences.